Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for damage on the insulin pump was performed. Customer advised the insulin pump cracked and the top of the device broke which resulted in the reservoir not staying in its place. Customer advised while they were screwing in their reservoir the whole top came off in two pieces. Customer advised the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners and cracked battery tube threads. The reservoir tube lip was cracked and completely broken off. The test reservoir won't stay in properly. It had minor scratches on display window.